Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they experienced stimulation in the wrong location which makes their leg to vibrate at a stimulation intensity of 2.0 and that they met with the mdt rep who changed to program 1 at 1.5v and it was resolved. Patient also reported that they have been having accidents for the last two week and confirmed that they had at least 50% symptom improvement prior to the past two weeks. Patient declined troubleshooting during the call and is planning to met with a mdt representative. No further complications were noted or anticipated.